Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: driveline cable hw11628 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by clinical specialist revealed a new crack in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. Heartware initiated an internal investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that patient had a crack in the outer sheath of driveline. The patient lives in (B)(6) and requested to be seen at a site in (B)(6) so he did not have to travel to the site in (B)(6). The vad coordinator set up appointment for patient to be seen for a driveline repair by heartware clinical specialist in (B)(6). The patient denied any alarms associated with the crack in the outer sheath. There was approximately a two centimeter tear found in the outer sheath. The old rescue tape was removed and replaced from where previous repair was and about two centimeters of outer sheath that was torn adjacent to strain relief. The driveline cover was easily able to slide over the repair area with no issues. The patient was instructed on the maintenance of the driveline and repaired area. All questions and concerns were addressed finishing the repair. There was no reported consequence or impact to the patient. No further information was provided.